Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Per sales rep reported left hip revision due to head disassociating from the stem.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. An event regarding disassociation involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The subject device has been identified to be within scope of ra 2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Per sales rep reported left hip revision due to head disassociating from the stem.